Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/28/2021. H.6. Investigation: bd received a sample and six (6) photos for investigation. The sample and photos were reviewed and the indicated failure modes for stopper coring and defective stopper molding were observed. Coring is observed on the top of the stopper as a chunk of material is missing. The stopper molding defect is observed on the underside of the stopper with irregular shape. The failure mode of decapping could not be confirmed based on the returned photos or sample. Since the sample was contaminated functional testing could not be performed. Additionally, twenty-nine (29) retention samples from bd inventory, were evaluated by functional testing and upon completion the indicated failure mode for decapping was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure modes of coring and stopper molding defect. The indicated failure mode of decapping is unable to be confirmed. Bd has initiated further root cause investigation relating to the issue of functional stopper defects through CAPA#1875009. Bd determined that the root cause of the stopper coring was attributed to sampling and puncture with an acquisition device. Bd determined that the root cause of the stopper molding defect is attributed to a "non-fill" of material during manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper popped out of the tube. This decapping issue occurred 100 times. The fragment issue occurred 100 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube , there was a decapping issue and rubber fragments came off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper popped out of the tube. This decapping issue occurred 100 times. The fragment issue occurred 100 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube , there was a decapping issue and rubber fragments came off."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper popped out of the tube. This decapping issue occurred 100 times. The fragment issue occurred 100 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube , there was a decapping issue and rubber fragments came off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.